Event description:
It was reported that pump displayed a minimum fill notification while customer attempted to load cartridge containing 200 units of insulin with 160 units usable. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area, reloaded same cartridge without resolution, then loaded new cartridge using proper technique, but issue persisted, and case was escalated for additional assistance with no further outcome information available.